Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/17/2024, infutronix received a report that a pump had a "flow rate issue-under infusing", causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Event description:
On 02/17/2024, infutronix received a report that a pump had a "flow rate issue-under infusing". Patient involvement is unknown. The device was returned for evaluation upon request.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/21/2024: the pump was tested with the testing protocol for flow rate. The initial bottle weight was recorded at 37.521 g before the 100 ml infusion, and 135.304 g after the infusion, which has a total weight of 97.783 g and a deviation of -2.217 %. The pump is in range and is performing to specification, falling in the +- 5% range. The pump ran at a rate of 2.2 ml per hour and a vtbi of 100 ml, keeping the current customer's parameter for the rate. During functional testing the pump was unable to replicate the reported issue, passing the test. Reported issue not found, device performing to specification. The correction made was in section b5, there was no initial loss of parameters when the reported event occurred, and this part was removed. In the same section it was also updated that patient involvement was unknown and that the device was returned for evaluation after it was requested.